Event description:
The procedure was filter implantation for ivc (access from jugular vein). There was no calcification, and no vessel tortuosity. Rate of stenosis was unknown. When the sheath / dilator included in the optease were inserted for approximately 5 cm into the patient body, large resistance was felt. As the patient expressed strong pain, the sheath was removed. When inspected, the tip of the dilator was split off and frayed in several parts. The physician considered another insertion using the same sheath but was afraid he would damage the vessel so a new product was used to complete the procedure. No portion of the device was left in the patient. There was no adverse event and the patient is in stable condition. The product was discarded in the hospital, and will not be returned for evaluation.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.